Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive, delayed in responding to touch, and was ¿spazzing¿ when being interacted with. Customer¿s blood glucose ranged between 151-200mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.